Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the image of the subject device could not be displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus korea (okr). Okr checked the subject device and also found that error e311 had occurred when the image was not displayed as reported. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit due to the unexpected stress being applied to the camera head by the user handling, and that there was the possibility that the error e311 occurred due to the no image. If additional information is received, this report will be supplemented.